Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The surgeon inserted the aa4203tl silicone one piece lens and the lens tore as it was inserted into the eye. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the event was the result of a loading error.